Event description:
It was reported that the application module had an increasing amount of electromagnetic interference (emi) noise on lead ii and iii. The clinician said that they have extra almost 60 cycle noise appearing on them and it is getting progressively worse. She has swapped the patient cable and leads without affecting the issue. No spare module is available at this location to try swapping out the module. Because she had proactively tried troubleshooting, the module will be replaced. The module was ordered with next day shipping. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was analyzed and no anomalies were found.

Event description:
It was further reported that the module had been returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the application module had an increasing amount of electromagnetic interference (emi) noise on lead ii and iii. The clinician said that they have extra almost 60 cycle noise appearing on them and it is getting progressively worse. She has swapped the patient cable and leads without affecting the issue. No spare module is available at this location to try swapping out the module. Because she had proactively tried troubleshooting, the module will be replaced. The module was ordered with next day shipping. No patient complications have been reported as a result of this event.